Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. Evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed corrosion inside the battery compartment. Visual inspection revealed that the battery cap threads were stripped. A test cap was used during investigation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The complaint regarding the overheating pump and battery could not be confirmed or duplicated upon investigation.

Event description:
It was reported the pump's battery was hot to the touch, the battery "exploded" and there was corrosion in the battery compartment. The pump had been exposed to salt water and there was damage seen to the battery compartment. There was no adverse event associated with this issue.